Event description:
An overdose, at twenty-three times the intended rate, of integrilin -eptifibatide-75mg/ml- was administered intravenously through a graseby 3000 modular infusion pump during cardiac stepdown after angioplasty. This occurred eventhough the instrument's display indicated 15 ml/hr rate and stoppage after 50 ml infusion. The actual rate was 300 ml/hr and only stopped when the container was emptied at 100 ml. The infusion was repeated twice, resulting in a total of about 210 ml infused over a forty min period, with no further anticoagulant for the next 12 hrs. A serious error in the equipment and/or its operation has occurred. Repetition of this error could conceivably result in the death of a pt.